Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and dislodgement. This lead was revised and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.